Manufacturer narrative:
Continued h6: f2303. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture.

Event description:
Healthcare professional reported rupture, discovered by mammography and confirmed by MRI. Device has been explanted. This record relates to the right side.